Manufacturer narrative:
(B)(4)

Event description:
He was discharged from the hospital on the same day he was admitted. The patient is fine now.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient experienced a hypoglycemic event due to inaccuracies in which they were rushed to the hospital via ambulance and was treated with a glucagon drip. It was indicated that the cgm was displaying a reading of 12.0 mmol/l, compared to a bg meter reading of 1.4 mmol/l. No data or product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.